Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the returned lead outer coil fractured at 25.5 cm from end of connector pin and outer insulation damaged at the same location. This damage is consistent with rib clavicle crush.

Event description:
It was reported that during a routine device change out, the right ventricular lead exhibited an insulation anomaly. The lead was removed.